Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. One triclip xtw was implanted. The final tr grade was 2. On (B)(6) 2025, the patient presented with shortness of breath and a lack of physical capacity. A partial leaflet detachment was observed. The clip was partially detached from the anterior leaflet. The tr grade increased to 3-4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration of partial clip movement. The reported patient effect of recurrent tr appears to be due to the partial clip movement. Dyspnea and fatigue appear to be cascading effects of the recurrent tr. Tr, dyspnea, and fatigue are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.